Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two perclose devices after a percutaneous coronary interventional procedure. Reportedly, when attempting the first perclose device, the needles failed to deploy. A second perclose device was attempted and it became entrapped in the artery. The device was manipulated and as a result, the distal guide separated from the proximal guide, leaving the distal guide in the vessel. Vascular surgery was consulted but the distal guide was removed by the physician. The access site was bleeding therefore, two stents were deployed in both iliac arteries. Due to cascading events, the patient expired several days later. No additional information was provided.

Manufacturer narrative:
Estimated date of event - (B)(6) 2022. The UDI number is not known as the part and lot number were not provided. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose device with reported issue referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute failure to fire/ deploy may include, but not limited to, manufacturing, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.